Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the disposable would not connect to the front of the device. Another like device was used to make the connection and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The root cause of the difficulty inserting the disposable could not be determined as it was not verified or duplicated. There was no defect found. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.